Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had corn stuck in suction tubing in the hand piece. The issue was observed during a diagnostic (colonoscopy) procedure. The procedure was completed with a similar device with no reports of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the following: no passage through the biopsy port due to foreign material, the radio frequency identification label was peeling, there was a cut on switch 1, the forceps passage borescope had minor scratches, the angulation in all directions were out of specification, the control knob had play in the up/down/right/left directions, the plastic distal end cover had minor scratches, the objective lens had worn glue and minor scratches, the light guide lens had worn glue, the bending section cover rubber had a cut, the bending section cover rubber glue was cracked, and the light guide tube had minor dents and chips on the boots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the suction tube was determined to be corn/corn matter. A definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility reprocessing was confirmed to have been implemented in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection igif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
Additional event information received from the customer: - the procedure to be performed was a colonoscopy; - the procedure was completed with a similar device; - the was no procedural delay. - the customer also noted that the bioburden (corn) was an unexpected and part of the routine colonoscopy and that the physician attempted to clear the bowel for examination.